Manufacturer narrative:
Other applicable components are: product ID: 8840 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 19-sep-2017 from a hcp (healthcare professional) who reported that their home health agency policy would not allow them to provide patient information or the pump serial number; however, the following information was provided regarding the event. The event occurred sometime between 2013 and 2015. The patient was having the pump explanted and their drug concentration was being weaned down. The hcp had to do a bridge bolus, but the exact catheter volume was not noted and op notes could not be found as the patient had transferred several times, so the bridge bolus could not be programmed. They then estimated the volume for the bridge bolus as best they could. According to the hcp, they were only a day to three days off for bolus. The patient had called the hcp with withdrawal symptoms, which the hcp noted as nausea, vomiting, and rigor. The hcp saw the patient and changed the settings on the pump a couple of days early to correct for the withdrawal symptoms. The issue was resolved once the calculations were redone and the pump rate was increased. The patient was noted as being a bigger woman somewhere around (B)(6). The hcp had no further information to report. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8870, serial# unknown, product type: software. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was not reported. On (B)(6) 2017 it was reported that a number of years ago with an el pump when they calculated a bridge duration the patient ended up having withdrawal-type symptoms. No further patient complications have been reported as a result of this event.